Event description:
The reporter stated the surgeon inserted a 19.5 diopter cq2015 collamer three piece lens and one haptic tore off. The incision was enlarged to remove the lens and another same type lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the haptic tearing off was due to the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.